Manufacturer narrative:
Device manufacturing date: unk, no serial numbers reported. (B)(4).

Event description:
On 03 july 2019 we received notification of an article published in czech and slovak journal of ophthalmology entitled, 'incidence of cataract following implantation of posterior- chamber phakic lens icl (implantable collamer lens) long term results.' The article analyzes the results of icl implantation in 34 patients from 1998 to 2013. The article references icl dislocation in 2 eyes of a highly myopic patient. Repositioning of icl was performed, with subsequent explantation due to repeat dislocation and incipient cataract. During observation an increase in the axial length of 2mm was recorded. Subsequently cataract surgery was performed on this patient with implantation of pc iol. At the last follow-up examination ucva was 1.0 and 0.9. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
On 03 july 2019 we received notification of an article published in czech and slovak journal of ophthalmology entitled, 'incidence of cataract following implantation of posterior- chamber phakic lens icl (implantable collamer lens) long term results.' The article analyzes the results of icl implantation in 34 patients from 1998 to 2013. The article references icl dislocation in 2 eyes of a highly myopic patient. Repositioning of icl was performed, with subsequent explantation due to repeat dislocation and incipient cataract. During observation an increase in the axial length of 2mm was recorded. Subsequently cataract surgery was performed on this patient with implantation of pc iol. The pc iol also decentered and required explant. At the last follow-up examination bcva was 1.0 and 0.9. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Icm v4 used for myopia, ticm v4 used for astigmatism. Patient code 3191: cataract surgery, iol implant, iol explant. Claim#: (B)(4).